Event description:
An insulin infusion of lispro 100 units in 100 ml solution was started on the pt at 0105. Pump settings were as follows: primary 500 ml/hr and secondary at 10 ml/hr with concurrent delivery. Infusion was verified and rechecked after it was begun. At 0300 the nurse entered the room to give medications. The medications were given after disconnecting the primary IV line from the pt and stopping the pump. After the pain medication was given, the line was reattached and the pump was restarted. At that time, and during a quick survey of the IV configuration, the nurse noticed that the insulin infusion bag was empty. The pump system was immediately stopped and the tubing was clamped. The pt was reassessed and found to be asymptomatic. The charge nurse and the attending ER physician were immediately notified and summoned to the bedside. A repeat capillary blood glucose revealed a reading of 242 with the glucometer. The IV pump which was still powered up displayed that 17 ml of the secondary infusion was delivered and 869 ml of the primary had infused which was consistent with what should have been infused. This was visually verified by the charge nurse and house supervisor. The ER physician ordered dextrose 50% 1 amp IV push and an infusion of dextrose 10% to run at 200 ml/hr. Subsequent repeat glucose readings were 281 and 271 prior to transportation of the pt to the ICU. The order for ICU admission had been written prior to the incident. The admitting physician was also notified via telephone. He ordered an insulin infusion at a rate of 2 ml/hr and to continue the dextrose infusion as ordered by the ER physician. The pump was sent to biomed. Staff impression: possible pump mechanical malfunction, tubing malfunction. Possible backflow of secondary volume into primary fluid bag, which was hung lower by the extension included in the secondary tubing sets. Biomed report no tubing or IV bags were kept with the pump. Tested IV pump but could not duplicate the problem. Called hospira to send pump in for eval.